Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the atrial lead resulting in inappropriate mode switch episodes. The clinician suspected atrial lead dislodgement. The patient was brought into clinic and isometrics reproduced the noise. Atrial lead fracture was suspected. No changes or interventions were performed; the device will continue to be monitored. The patient condition was not known.